Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for the sleeve steering issue in this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being submitted due to atypical sleeve steering. If this were to re-occur, this issue has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system was advanced to the left atrium without issue. During steering attempt, the cds was not responding appropriately upon m knob application. The device was removed from the anatomy without issue. Following, 3 mitraclips were implanted, reducing the mr to 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.